Event description:
It was reported by the patient that she underwent an abdominal wall plication surgery in (B)(6) 2004 and suture was used. In about (B)(6) 2012, she noted a small opening in the middle of the incision with discharge. The opening grew to the size of a quarter with clear sometimes puss like discharge. The wound continues to be quarter size with drainage. The patient has been treated with antibiotics. No cultures have been performed. The primary physician has recommended that the suture be removed. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.